Event description:
Analysis of the returned device found that the polytetrafluoroethylene (ptfe) coating was peeling. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device found that the device was slightly bent just proximal to its distal end at 21.5 cm and 32.8 cm. There were many fibers along the distal end. Some fibers were loose and some appeared to be stuck onto the nitinol. Based on the previous investigations and comparison with gauze typically used in procedure, the fibers are believed to be cotton from gauze used in the procedure. However, a cause of observed fibers could not be definitely determined. The ptfe coating was peeled off at 35.0 cm from its proximal tip. The ptfe coating appeared to be scraped off with the torque device collet. From the condition of the guidewire, it appeared that the torque device had been dragged down the device. A visual examination of the distal end did not reveal any abnormalities or any evidence of peeling/flaking in the coating. The guidewire hydrophilic coating was conforming to its visual inspection. The guidewire dimensions which could be measured were within their specification. No friction or resistance was noted during functional test with a demo microcatheter. The coating damage on the proximal end of the device was most probably due to the insufficient tightening of the torque device. The labeling states: "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e core wire abrasion/peeling of ptfe, etc)." Therefore, it was determined that the cause of the observed ptfe peeling is considered to be user related.